Event description:
On (B)(4) 2021, neotract was made aware of a patient that received a successful prostatic urethral lift (pul) on (B)(6) 2021. During the procedure, it was noted that two implants did not successfully deploy. On (B)(6) 2021, during the device investigation it was noted that approximately 35mm of the needle tip was unaccounted for on one device. On (B)(6) 2021, the physician confirmed that he did not visualize any needle fragments during the time of the procedure, and he will follow up with the patient to make sure he is doing well. It was reported that the patient was doing fine.